Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: user misuse, improper sterilization methods, or normal wear.